Event description:
A (B)(6) male pt called zoll customer support to report an unrelated issue with his electrode belt. Upon servicing the pt's electrode belt, the belt failed a pulse test. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation the electrode belt failed a full belt pulse test due to small cuts in the outer insulation of the pulse wires. The root cause of the damage to the insulation was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the damaged electrode belt insulation. The pt received a replacement electrode belt.